Event description:
During thoracic aorta replacement surgery, a blood leaking was reported after a vascular graft was used as an infra axillary perfusion branch. It was reported that blood leaking started just after the beginning of the perfusion and that the amount of blood loss was approximately 3000 ml. However, there was no reported pt injury and the pt was reported to be recovering.

Manufacturer narrative:
The involved graft was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of eight products coated on the same day than the complaint device indicated values well within product specifications. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn until the graft eval is completed. Please however, note that the graft was not used in an approved indication. A follow-up report will be submitted within 30 days upon receipt of any relevant info.